Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the person with diabetes (pwd) called to report a current line blockage event while attempting to administer a 25-unit bolus. The device in use was not an ICU medical device. Prior to calling, the pwd attempted to resolve the issue five times using the current cassette, which was also not an ICU medical device. The pwd mentioned that the cassette and infusion set had been changed earlier that afternoon and noted no visible kinks or bubbles in the tubing. It was advised to replace both the cassette and infusion set to check for a bent cannula. Upon inspection, the pwd confirmed that the cannula appeared straight. The issue was resolved. The event occurred while in use with patient. There was no patient injury.

Manufacturer narrative:
Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported malfunction could not be confirmed and the probable root cause was unable to be determined.